Event description:
It was reported the customer admitted to not completing the fill tubing steps during the load process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Customer completed the fill tubing steps and resumed insulin delivery.